Event description:
A malfunction was reported by a distributor regarding a pump used by a customer in ireland. The specific malfunction code was labeled as "malf 0," and it was considered resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue arose again. No additional follow-up or device return was necessary.